Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1lhch, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 02-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that their hcp stated that the lead broke and needed to be revised. They had a lot of pain and tenderness at the ins site and there was an infection in the area. The hpc thought the area was infected so antibiotics were prescribed for two weeks, but it also could be their body rejecting the ins and broken lead. They reported that they have "ibd" so they weren't surprised that the ins didn't last that long. Patent services redirected the patient to their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.